Manufacturer narrative:
Date of event is unknown. This report is for nine (9) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for nine (9) unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent surgery for an open reduction on internal fixation of the right humerus. On (B)(6) 2018, a hardware removal and revision surgery was performed due to a non-union. During the revision surgery, a 2.7 mm/3.5 mm va-lcp postlat and nine unknown screws were removed. All hardware was removed intact, no malfunctions. The revision surgery entailed an unknown synthes plate and unknown screws. The procedure was completed successfully without any delays and patient status was reported as satisfactory. This report is for nine (9) unknown screws. This is report 2 of 2 for (B)(4).